Manufacturer narrative:
(B)(4). D10: 141245, polished ibeam tib tray 79mm, lot: 2009041590 183660, vngd ps tib brg 10x79/83mm, lot: 888010 g2: event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 15 years post implantation of an initial total knee arthroplasty, the patient underwent a revision due to periprosthetic fracture around the femoral component. All components were revised. Attempts for additional information have been made and none provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h6. The reported event was able to be confirmed via product images and medical records. Visual examination of the provided pictures identified the explanted components, a polyethylene articular surface, a metal tibial component, and a metal femoral component. The devices show signs of use such as blood residue and biological material attached. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. X-rays were provided and reviewed by a healthcare professional; they state a comminuted periprosthetic fracture of the distal femur was identified. Osteolysis of the lateral femoral condyle was present. Soft tissue edema and joint effusion were also reported. The reported event of the distal femoral fracture was confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report at this time.